Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for low blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was unknown. The customer's blood glucose prior to being hospitalized was 54 mg/dl. Customer attempted to treat their blood glucose with food and glucose tablets. Customer also reported being treated with a glucagon shot. The customer stated they passed out from their low blood glucose. Customer was advised to monitor their insulin pump. No additional information provided.